Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02294. It was reported that during the patient's scs anchor revision procedure (reference MFR. Report: 1627487-2016-01025), the physician encountered significant scar tissue which resulted in the inability to detach the scs leads from the scs anchors. As a result, the leads were also explanted and replaced.